Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had foreign matter in the syringes. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 7128951 all inspections were performed per the applicable operations qc specifications. There were five (5) notifications that did not pertain to the complaint. Severity ranking is s1. A complaint history check was performed and this is the 1st related complaint for foreign matter inside barrel on lot # 7128951. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had foreign matter in the syringes. No serious injury or medical intervention was reported.